Event description:
A lensar clinical application specialist reported that a lensar procedure was performed without incidence. The phaco procedure and "hydrodisection" were completed without incidence. Upon removing of the cataract, the surgeon noticed an 'odd' abnormal behavior of the posterior capsule. The posterior capsule was "flapping" back and forth, possibly due to a "floppy" surface. Upon further investigation, the surgeon determined that there was a posterior capsule tear at the 7 o'clock position. A vitrectomy was performed and a lens inserted.

Manufacturer narrative:
Investigation including root cause analysis is in progress.